Manufacturer narrative:
(B)(4). Only event day and year known. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device cdh29p lot number v94d72 and no non-conformances were identified. Manufacturing date: 01/13/2020 expiration date: 12/31/2024. Additional information: the sales rep reviewed the reported event with no new details and confirmed that the anvil was connected correctly and purse stringed in. Surgeon was in the green range and waited 15 seconds prior to pulling the safety back and firing. The device did not fire. The green check mark was illuminated prior to the attempt to fire. The recommendation was to leave the anvil in place and switch out devices. This was done and it was confirmed that the green check mark was not illuminated, the firing was successful. A leak test was conducted and was negative. To her knowledge the patient did fine post-operatively.

Event description:
It was reported that the surgeon using powered circular (cdh29p) in sigmoid resection. Rep present. Instructed scrub nurse on assembly, including inputting battery correctly. Device lit up correctly, with no abnormalities. Surgeon took anvil to place utilizing purse string approach. Nurse then began assembling secondary table for assist to use when deploying stapler, and placed the device on the table. When assist began to insert stapler into rectum and began aligning it to attach to anvil, rep noticed that the green checkmark looked illuminated but wasn't sure due to her place in the room and the angle. Since this was not illuminated when the battery was connected, she did not think it was glowing but was perhaps just the backlit glow in the dark room. Unfortunately, however, when the assist tried to fire, the suspicion was confirmed since he remarked that the green checkmark had already been glowing and wouldn't fire. Rep tried to troubleshoot the device not able to fire - orange indicator line was within green range, anvil was properly attached, and safety was removed. Rep instructed them to unattach the anvil from the stapler, remove device and use same anvil with another cdh29p stapler. Rep confirmed green checkmark was not glowing throughout set up as well as prior to firing with new device. Firing completed successfully; leak test conducted which was negative. Surgeon expressed significant concern given that they had to puncture the rectum with the device trocar, remove it and then work to align the new device trocar with the puncture in the rectum. Procedure was delayed by 20-minutes. The procedure was completed successfully with no patient consequences.